Event description:
It was reported that, pt is experiencing pain. Since his surgery he feels that he has not completely healed. His pain has been constant and he has had continuous follow ups with his surgeon. X-rays have revealed that he's "fine" but the pain continues. He has received a letter from his surgeon and will be seeing him this friday to see if the pain is due to the recall implant or the healing process. Per pt's wife, they are unsure of which implants he has. They will find out on friday.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.